Manufacturer narrative:
(B)(4). The fax number for the contact was reported as: (B)(6) and the telephone number was reported as: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis therapy. The bacterial peritonitis was manifested by cloudy effluent and severe abdominal pain. On the date of onset, the patient was hospitalized for peritonitis. The cause of the bacterial peritonitis was unknown. Beginning on the date of onset, the patient was treated with gentamicin 80 milligrams intraperitoneally for one day (frequency not reported) and cefuroxim 600 milligrams intraperitoneally for one day (frequency not reported) for the bacterial peritonitis. Beginning one day after onset, the patient was treated with vancomycin 50 milligrams in every bag for nineteen days (specific frequency of bags and route not reported) for the bacterial peritonitis. After three days of hospitalization, the patient was discharged. Physioneal therapy was ongoing. The patient was recovered from the bacterial peritonitis and it was reported that the symptoms were "remitted" and that there are no problems with peritoneal dialysis therapy. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.